Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448 mg/dl. The customer reported having the high and giving herself 6.8 units of insulin with the pump. She took off the reservoir and was trying to rewind the blood sugar level was 467 and she gave 7.0 units of insulin. The second time she retested she had not eaten anything and it was 448 and she did 7.0 units of insulin and in 2 hours it was 440. The customer can¿t believe she has given herself that much insulin with the pump. The customer is unable to rewind the insulin pump. The technician assisted the customer with resuming the pump and then rewind. The customer affirmed no additional assistance was needed. The product will not be returned for analysis.